Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on 03/04/2015 with the following findings: a time/date reset to the default setting was unable to be confirmed in the black box. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The total daily dose (tdd) history showed the pump was running on the default date between (B)(6) 2014 and (B)(6) 2015. The tdd¿s added up correctly and reflected the users programmed basal rates. A delivery accuracy test was performed and the pump passed and was found to be delivering within the required specifications. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose of 32 mg/dl with difficulty speaking, unsteadiness when standing and walking, severe dizziness, blurred vision, confusion, cognitive impairment, and severe headache associated with the time/date reset. This malfunction is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. Reportedly, the patient discontinued pump therapy and was treated in the emergency room with oral carbohydrates as needed. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.